Event description:
While using the g-cath tissue anchor delivery catheter to place a tissue approximation during an endolumenal gastric pouch repair procedure, anesthesiologist noted an increased ventilation pressure and presence of subcutaneous emphysema. Procedure was terminated and chest x-ray revealed presence of a partial, left side pneumothorax. Chest tube was placed and patient was admitted to hospital. Patient recovered uneventfully and was discharged in 2009.

Manufacturer narrative:
Physician suspects cause of pneumothorax to be either a spontaneous pneumothorax incidental to endoscopic insufflation pressure levels during the procedure or an iatrogenic pneumothorax caused by inadvertent damage to the left lung, during passage of the g-cath needle tip through the gastric tissue. It should be noted that this patient had a large hiatal hernia with a significant portion of the gastric pouch located within the chest cavity.